Manufacturer narrative:
A supplemental report will be submitted to provide the investigation results and the DHR review. The reported "the spatula device sparked and then the gold piece was not flush" could not be confirmed as the device was not returned to the manufacturer for evaluation. In addition, a review of the DHR has been conducted for the concerned lot. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There were no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. The cause of the reported event can potentially be attributed to a result of prolonged activation or activation near another metallic object. The device instruction manual, states "avoid unnecessary and prolonged activation. This may result in excessive heating, which could damage the instrument tip or could damage sensitive tissue structures brought into inadvertent contact with the instrument tip.¿ also stated within the IFU, ¿do not activate the device while adjacent to or in contact with other metallic objects or other devices. Unintended tissue injury and/or damage to the contacted object or device may occur.¿

Manufacturer narrative:
The device was not returned to the service center for evaluation. The caused of the reported event cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center received a medwatch report that states during a total laparoscopic hysterectomy with a bilateral salpingectomy cystoscopy procedure, the plasma spatula device sparked and the gold piece was not flush. There was no report of patient injury.